Event description:
Because I was diagnosed with sleep apnea, and could not manage the CPAP, I had the insight device installed on the (B)(6) 2024. Following that surgery a large lump appeared under my chin which was painful and hard to the touch. The surgeon told me that it would go away and feel better later on. The lump was hard to the touch and pain was significant and the pain bad enough in both places (under my chin and on right side of my chest) the incisions were that I demanded that the insight device be removed. It was removed on the (B)(6) 2024. The lump under my chin became so painful sunday (B)(6) 2024 that I had to leave church during the offering, grab an ice-cold bottle of water and use it like an ice pack. When I got home from church I took two tramadol and iced my neck for about an hour once the tramadol took effect the pain lessened. I want to know why this lump is still under my chin and I am having difficulty communicating with the hospital.